Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration'), embedded device ('the right cornu has an embedded essure wire.') And genital haemorrhage ('unusual bleeding') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included twin pregnancy in 2013 and abdominoplasty. Concomitant products included ferrous sulfate (ferrosol) since 2012 for blood iron decreased, sertraline hydrochloride (zoloft) from (B)(6) 2017 for depression, zolpidem tartrate (ambien) from (B)(6) 2017 for insomnia and paracetamol (tylenol) since 2012 for pain management. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain ("pain/sharp pain/ pelvic pain"), 2 months 18 days after insertion and 1 day after removal of essure. In (B)(6) 2017, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("painful intercourse"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), perineal pain ("perineal pain") and menstrual disorder ("unusual period"). The patient was treated with surgery (underwent a total and hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, dyspareunia and abdominal pain was resolving and the embedded device, abdominal pain lower, perineal pain and menstrual disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dyspareunia, embedded device, genital haemorrhage, menstrual disorder, pelvic pain and perineal pain to be related to essure. The reporter commented: left ostia-there were 3 coils in the uterine cavity after removal of the insertion device. Right side-two coils were noted in the cavity after the insertion device was removed. Received treatment for unusual bleeding, pelvic pain, abdominal pain, migration, painful intercourse. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs & mr received: new events: abdominal pain and plaintiff did not undergo essure confirmation test were added. Reporter, medical history and concomitant drug was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/sharp pain"), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse"), perineal pain ("perineal pain") and menstrual disorder ("unusual period"). The patient was treated with surgery (underwent a total and hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain lower, dyspareunia, perineal pain and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dyspareunia, genital haemorrhage, menstrual disorder, pelvic pain and perineal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/sharp pain"), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse"), perineal pain ("perineal pain") and menstrual disorder ("unusual period"). The patient was treated with surgery (underwent a total and hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain lower, dyspareunia, perineal pain and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dyspareunia, genital haemorrhage, menstrual disorder, pelvic pain and perineal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.